Event description:
The customer reported to customer svc that the transformer housing of her pump in style breast pump lost some of the screw that keep it together resulting in the underlying electronics being exposed, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported a breach in the transformer housing. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).